Event description:
It was reported that customer's food boluses are normally over 25 units of insulin and customer and does not like to estimate how much insulin will be required to deliver a bolus greater than 25 units. Reportedly, this issue impacted the customer's blood glucose level (over 300 mg/dl) and caused the customer to revert to manual insulin therapy. Contact declined all attempts to troubleshoot the issue with tandem technical support.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.